Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a consumer from (B)(6) of bacterial peritonitis with coincident with dianeal pd2 ultrabag therapy. In (B)(6) 2010, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced bacterial peritonitis. On (B)(6) 2011, the patient was hospitalized. The root cause of the bacterial peritonitis was unknown. On (B)(6) 2011, the patient began remedial therapy with vancomycin (2gm, loading dose, ip), amikacin (10mg, daily, ip), fortum (1gm, daily, ip) and heparin (1000iu, daily, ip). On that same date, the patient was discharged. Dianeal pd2 ultrabag and remedial therapy with amikacin, fortum and heparin were ongoing. It was unknown whether the event of bacterial peritonitis with culture positive for enterococcus had resolved. The consumer did not consider the event of bacterial peritonitis with culture positive for enterococcus to be related to dianeal pd2 ultrabag therapy.